Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 0. The pump is out of warranty and customer has a new t:slim x2 pump that they are waiting to receive in-person training for. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.